Event description:
It was reported that the device has demonstrated a progressive loss of channels over time. Currently, only 4 channels are considered viable. Testing showed 7 channels with status "hi" and 1 additional electrode demonstrating fluctuating impedance. No significant trauma or illness was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.